Manufacturer narrative:
The device sp 14 005 has been inspected for investigation purpose. The tests performed confirmed that 2 screws of the robot stand reference were unscrewed. As repair the 2 screws were screwed. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that after the surgery, the robot stand reference was non-functional. There was no patient/user impact reported.